Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Clarification to h6 - un-report e2303/a010102 and reason for reoperation as "capsular contracture" grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture" grade unknown and "saline deflation". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade unknown.

Event description:
Healthcare professional reported "capsular contracture", "rupture", "saline deflation". This record is for the left side. Device remains implanted.